Manufacturer narrative:
This follow up report is being submitted to report additional information. Upon receipt of the patient operative report the event has been confirmed. Device history record (DHR was reviewed and no discrepancies relevant to the reported event were found. Review of complaint history determined that no further action is required as no trends were identified. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
This follow up report is being submitted to report additional information.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Model: h124008018040021/2205962005423b12b. Concomitant products: pn# 00784802300 ln# 61945185 modular neck g 12/14 neck taper use with +0 heads only.

Event description:
Legal counsel for patient reported that patient underwent a right hip revision procedure approximately two years post-implantation. This report is based on allegations set forth in plaintiff¿s complaint and the allegations contained therein are unverified. Additional information received in patient¿s revision operative report confirmed patient was revised two years post- implantation due to pain. The revision operative noted metalosis and loosing of the cup.